Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on day 4 of wear and the customer was unable to obtain readings. As a result, customer experienced symptoms of hypoglycemia and was given dextro as treatment by a non-healthcare provider. The customer further reported that their blood glucose level became "3.2" after hours. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.